Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated the electrical reset alert, and the analyst noted the firmware initiated a power on reset (por) with a no reason code on (B)(4) 2013.

Event description:
It was further reported that during a routine device replacement due to normal battery depletion, the physician was unable to gain wireless telemetry. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that an electrical reset occurred in the device and there was a loss of wireless telemetry. The device data was obtained and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. Concomitant medical products: a 5554-45 implantable pacing lead: (B)(6) 2009; a 6944-58 implantable tachy lead: (B)(6) 2009. (B)(4).